Event description:
Additional information: it was reported that patient was asymptomatic. Patient remains on an ungrounded cable and no issues occurred. Patient is awaiting transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: although a root cause for the low speed events captured in the log file cannot be conclusively determined through this evaluation, they appear to be consistent with a potential compromise in the driveline. Low speed advisories were captured on (B)(6) 2018 6:07am, (B)(6) 2018 5:21am-7:13am when the system was connected to the mpu. The events ranged from 5570rpm-8800rpm and corresponded to slight elevations in power to 8.3w. The patient was placed on a grounded patient cable and remains ongoing on vad support with no further related issues reported. The hmii IFU and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that system controller history interrogation performed by the hospital clinician revealed low speed events on (B)(6) 2018. The patient was sent for driveline imaging. Review of the submitted log file by technical services confirmed the low speed advisories while the lvad was connected to the mobile power unit (mpu). This type of behavior could have been caused by potential issues with the percutaneous lead (driveline) or due to something passing through the pump. Technical services also reviewed the submitted x-rays. Two areas of possible driveline shield thinning, beginning at approximately 4 inches from the system controller¿s connection were observed along with driveline shield slightly pulled away from the pump bend relief. An ungrounded patient cable was requested.